Event description:
It is reported that an integrity stent dislodged from the balloon during a procedure.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure-stent dislodgement. (B)(4).